Event description:
It was originally reported that the pt was not able to adjust their stimulation. A display showed "call your doctor" icon. The device was in out of regulation condition. The pt's device was reprogrammed. The pt was able to recharge successfully but was still having issues with her device. It was later reported that the pt received the exact same messages as before with a second pt programmer. The lead impedance measurements were normal. The pt was not able to adjust the pulse with/rate. Further info is being requested from the hcp.